Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). A quality review was completed for this report of a check heater line alarm. This report was not confirmed in the lab due to a lack of sample. The lot number is unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the incident was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A home patient (hp) contacted global technical services regarding a check heater line alarm that occurred on the homechoice (hc) unit during fill 1. The technical service representative (tsr) instructed the hp to check the setup. The hp confirmed there was no kink, closed clamps, or air noted in the setup. The tsr advised the hp to stop therapy and check the cassette. The hp stated the cassette was full of air. The tsr assisted the hp with a manual prime to purge the air from the setup. The hp confirmed to complete prime and bypass initial drain to start first fill again. On (B)(6) 2010, product surveillance contacted the hp who stated she didn't notice anything at the time of the alarm that could have caused the air. The hp stated she did everything with the set up that she normally does. The hp confirmed she resumed therapy without any problems with the new supplies. No patient injury or medical intervention was reported.